Event description:
It was reported that the pump touch screen was intermittently unreadable. Reportedly, the screen had lines that blocked graphics and text. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 270-271 mg/dl.